Manufacturer narrative:
The correct date of the explant is (B)(6) 2016. Additional information was received and it was learned that the lens was explanted and replaced with another lens, same model different dioptre (+22.5). The previous 2.2 mm incision was used to remove the old lens and implant the new one. No vitrectomy or incision enlargement was needed. Reportedly the patient tolerated the procedure well with the new implant and he was discharged without difficulty. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut into pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an explant of an intraocular lens, model zmb00, was performed on the left eye of a male patient because he complained of blurry vision. No additional information was provided.